Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the first day of ilet use experienced hyperglycemia with a blood glucose near 300 mg/dl for about one hour, felt nauseous, noted small ketones, and requested instructions to disconnect from the ilet prior to administering a manual subcutaneous insulin injection; the user then administered an external insulin dose but did not disconnect from the ilet despite counseling to do so for two hours. Symptoms included hyperglycemia with associated nausea and presence of ketones. Outcomes included no reported hospitalization, emergency care, or injury. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed user management outside instructions, specifically concurrent use of external insulin without disconnecting from the ilet. It was concluded that device function could not be assessed due to user-initiated therapy outside recommended use and that the cause of hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.